Event description:
The catheter was used for infusion of a liquid embolic agent during embolization of an avm. During the procedure, the physician noticed some reflux and decided to withdraw the catheter. Examination of the catheter revealed a "pin hole" type of leak 2 cm from the catheter tip. There were no pt effects due to this event.